Event description:
It was reported that pt underwent primary hip procedure on (B)(6), 2011, due to poly wear. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the unites states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed (B)(6), 2011.